Manufacturer narrative:
On 9-aug-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant prostheses (catalog #: smpx325, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. Initially, it was reported that the patient experienced bilateral rupture. However, additional information revealed that the patient actually experienced bilateral capsular contracture (unknown grade) and left-sided rupture. Upon explantation, the left-sided device was confirmed to be ruptured, and the right-sided device was confirmed to be intact. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with two 300cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. The diagnosis was confirmed via physical examination on (B)(6) 2021. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. This report is for the right-sided prosthesis.